Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump damage. It was reported that whole circumference is missing and black o-ring is out and has duct tape on it to hold it, logo is off. The customer¿s blood glucose level was unknown at the time of the incident. Location of the damage was reservoir circumference, logo on bottom of pump. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corner, missing end cap sticker and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.